Event description:
The customer reported that following a diagnostic catheterization procedure on june 12, 2000, the physician attempted to deploy a vasoseal vhd kit size 6. During deployment the sheath separated from its hub and no collagen was deployed. No pt complications were reported.